Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Additionally, investigation revealed that the cartridge compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display was found to be dim and discolored. The cartridge compartment was found to be cracked from the threads to the finger pad grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.